Event description:
It was reported that the customer experienced multiple alarms on two separate occasions, which occurred multiple times during those days. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on their blood glucose level. To resolve the issue, the customer changed their infusion set and cartridge, resumed the insulin, and no further assistance was deemed necessary, leading to the closure of the case by technical support.